Manufacturer narrative:
Our field service engineer investigated the ventilator on site. The inspection revealed that the o2 cell was defective and that the issue was resolved by replacing it. After the replacement, the device passed the pre-use check and was returned to customer in working condition. The device logs were not provided. Our conclusion is that the replaced o2 cell was the cause of the failure. However, the root cause of why the part failed has not been established as it was not returned for investigation. A correction of field # d1 brand name, # d4 version or model were required. D1 ¿ brand name - previous brand name: servo-air, corrected brand name: base unit, servo-air. D4 ¿ version or model # - previous version or model #: servo-air, corrected version or model #: 6882000.

Event description:
Manufacturer's ref: # (B)(4).

Event description:
It was reported that the ventilator generated an alarm indicating a low o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).